Event description:
Customer reported system is displaying an eproom code. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reloaded the eprom data. System operates as intended.